Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on 01/22/2012 and 02/10/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
An attorney reported that following an intraocular lens (iol) implant procedure, a consumer reported he had foggy vision, scotoma in his right visual field and slight discomfort. Additional info has been requested.